Event description:
In the arthroscopic rotator cuff repair, surgeon was unable to screw in anchor into the bone. He used bone punch, but was unable to insert the anchor completely as the patient was a young male with hard bone. Case was finished with another device. There was no injury to the patient.

Manufacturer narrative:
As we haven't received product back for evaluation and we don't know the lot number of the device, our possibilities to investigate this case are very limited. In the IFU section "precautions & warnings" it is stated: "when encountering hard bone the duet disposable tap should be used." In the operation in question, no bone tap was used.